Manufacturer narrative:
This information is based entirely on journal literature and follow up obtained from correspondence with one of the authors. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: ¿detection and management of an implantable cardioverter defibrillator lead failure¿ journal of the american college of cardiology. Vol. 41, no.1. 2003; 73-80. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. Through follow up with the author it was discovered that the lead showed an insulation breach. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.